Event description:
It was reported leakage. Description: the rns had started the albumin infusion to run secondary in they-site above the pump. All connections were secure and when they went back in later, there was a puddle on the floor. The flushed the top y-site just under the pump and it leaked out of the middle y-site around the green curos cap. No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
One set model 11426965 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak was seen coming from the top of the last smartsite in the set of three y-sites in the middle of the set. The pistons are tested by an automated machine which detects the damage. The failure mode could not be confirmed to be related to manufacturing process. A device history record review was performed on the possible lots. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.